Manufacturer narrative:
The affected devices have been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a 500ml bag of normal saline was programmed at 0830 to infuse at a rate of 15ml/hr however at 1330 the bag was empty. The rate was checked and verified to be correct. The devices and tubing were changed out and sent to engineering for inspection. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of normal saline infusing faster than expected was not confirmed. The pcu event log shows that at 8:17 am on (B)(6) 2016 the pump module was programmed through a remote IV request to infuse carrier fluid at 15ml/hr with a vtbi of 500ml. The infusion continued until 1:44pm when the device alarmed for air in line. The infusion was restarted. At 1:54 pm, a remote IV request was received for carrier fluid to infuse at 15ml/hr with a vtbi of 500ml. The infusion was started. At 2:03 pm, the device was paused and then alarmed for flo stop open. The device was channeled off. The volume recorded as being infused during this period was 83.44ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the pump module to be delivering fluid within specification. There were no leaks or other anomalies observed with the returned primary set. The root cause of the normal saline infusing faster than expected was not identified.